Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was planned to be implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. The proximal aortic neck diameter was noted at 19.1x18.3mm to 19.1x15.6mm with a severe neck angulation of 90 degrees. It was reported during the index procedure when the physician was implanting the bifurcate, due to severe vessel tortuosity the graft sealing towards the greater curvature side of the aorta below the right renal artery was not sufficient and type ia endoleak was observed. Touch up was performed with a decrease in the endoleak noted. The physician elected to end the procedure without intervention. Per the physician the cause of the event was due to patient vessel morphology. No additional clinical sequelae were reported and the patient will be monitored.